Event description:
Device has been explanted and discarded.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe since it is not related to the device. Crease folding of implant: not observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right rupture 'contours' and 'silicone infiltration' confirmed via us and MRI. Physician confirmed. Device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture 'contours' and 'silicone infiltration.

Event description:
Patient reported right rupture 'contours' and silicone infiltration' confirmed via us and MRI. Physician confirmed. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b

Event description:
Patient reported right rupture 'contours' and 'silicone infiltration' confirmed via us and MRI. Physician confirmed. Device has been explanted and discarded.